Event description:
The reporter stated that during a spinal surgery procedure at vertebral level l5-s1, the surgeon inserted a polyaxial screw into vertebra s1, as he adjusted the polyaxial head, the collett broke and the head came off. The procedure was prolonged by about ten minutes. A spare screw was available and was used to successfully complete the procedure. There was no adverse outcome for the pt.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.